Manufacturer narrative:
The user facility submitted medwatch mw5110269 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was reading downstream occlusion numerous times when no occlusion was present during patient therapy. There was no report of patient injury or medical intervention associated with this event.